Event description:
It was reported that the device was showing force sensor test error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked. Force sensor test error was found in pump event history log. Reported problem was unable to be duplicated during power-up test. All the force sensor was within the required specs. The root cause of the reported issue was found to be the customer manipulation the pump during its self-test. Actions were taken to mitigate the reported issue: replaced force sensor and cases. UDI information is unknown.